Event description:
Pt's wife reported the infusion system was removed due to "multiple infections." The pump was implanted in 2005 for treatment of a chronic spasticity diagnosis. Further info has been requested from the pt's physician and a f/u report will be sent when new info is rec'd.